Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the procedure, using the return electrode monitoring(rem) pad the patient had skin lesion and hyperemia. Information provided a 3rd degree burn but no treatment was provided.